Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. Pt kept implants. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "the pt had a ceramic on ceramic primary hip in 2007. The hip began to squeak. The pt underwent a hip revision."